Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok keypad button was under-responsive. Additionally, it was noted that the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the keypad cover was cut and torn. The ok keypad button was unresponsive. The keypad cover was removed, and contamination was found under all the keypad button contacts. The ok keypad button contact was inverted. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery cap had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.